Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer¿s blood glucose level was 50mg/dl at the time of incident. The customer mentioned the issues with sensor. The insulin pump is being replaced and is expected to return for analysis. No further details are given.